Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated sodium (na) result was obtained on a patient sample on an atellica ci 1900 analyzer. Quality control (qc) was within range on the day of the event. The customer checked the analyzer, observed an empty integrated multisensor technology (imt) diluent consumable despite the system counters screen showing a remaining imt diluent capacity, replaced the imt diluent and imt sensor, and primed the imt system. Siemens reviewed the calibration data and determined that the calibration was acceptable. Siemens evaluated the event and determined that an insufficient imt diluent resulting in an improperly diluted imt sample potentially contributed to the falsely elevated na result. The instrument is performing according to specifications. No further evaluation of this device is required. Siemens initiated a field action and released urgent field safety notice (ufsn) asw25-01.a.ous atellica ci integrated multisensor technology (imt) diluent volume error to impacted customers outside of the united states on november 01, 2024, and released urgent medical device correction (umdc) asw25-01.a.us atellica ci integrated multisensor technology (imt) diluent volume error to impacted us customers on november 05, 2024. The ufsn / umdc informs the customer of atellica ci integrated multisensor technology (imt) diluent shortage. The umdc/ufsn provides instructions to customers that must be followed until a future version of software is available and has been installed on their systems.

Event description:
The customer reported that a falsely elevated sodium (na) result was obtained on a patient sample on an atellica ci 1900 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated twice on an alternate atellica ci 1900 analyzer. The repeat results recovered lower than the erroneous result and were consistent with the patient's history. The repeat results were considered correct, and the result of 141 mmol/l was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na result.